Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion five hours after the implant of a leadless implantable pulse generator (ipg). It was also noted that three deployments were attempted in the patient's septum due to poor sensed wave and threshold measurements. The ipg was eventually implanted in the apical septum on the fourth deployment. Because the patient's blood pressure and condition were stable, the physician decided to place the patient under observation. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.